Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure to power on. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer use.